Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited >2000 ohm impedance measurements. All other measurements for this lead have remained within normal limits. The physician has elected to monitor this patient, as the lead is capable of sensing. There have been no reported symptoms associated with this clinical observation.